Event description:
It was reported that the patient is experiencing issues with an inflatable penile prosthesis (ipp) device. The device does not inflate, the patient suspects perforation is some of the structures, and the patient was requesting a revision. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and functionally tested. The pump krt was worn down to filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. The krt of both cylinders was identified as having been cut down to the input tube sleeve junction. Cylinder 1 has a leak in the distal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; hole in the outer tube was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 passed all tests performed. Damage from a sharp instrument was identified. Labeling review: a labeling review was performed and according to the ipp instruction for use (IFU) document, perforation is documented as adverse event. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
System components reservoir model- 720182-01 lot sn- (B)(4) mfg date- 07/22/2013 exp date- 07/08/2018 gtin- (B)(4).

Event description:
It was reported that the patient is experiencing issues with an inflatable penile prosthesis(ipp) device. The device does not inflate, the patient suspects perforation is some of the structures, and the patient is requesting a revision. A patient outcome of stable was reported.